Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 425 mg/dl. Reportedly, the customer changed out pump supplies multiple times and continued to use the pump for insulin therapy.